Manufacturer narrative:
(B)(4) treatment with medication. Infection occurred. Inflammation occurred. Blood loss occurred. Hematoma occurred. Abscess occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an anterior approach total hip arthroplasty on unknown date between 11/2005 and 05/2007 and suture was used. Postoperatively, the patient experienced blood loss and, probably, stitch abscess, hematoma and/or skin cellulitis. It was possible that, two weeks post-op, the patient experienced periincisional erythema and was treated with seven day course of cephalexin. The periincisional erythema was resolved within ten days of treatment. It was also reported that the patient possibly experienced systemic complications such as pneumonia and possibly atrial fibrillation, ulnar neuropathy, pulmonary embolism, infection with clostridium difficile, tachycardia, or deep venous thrombosis. Additional information has been requested.